Event description:
It was reported when using the pyxis medstation es system had a black screen issue and failed to power on, rendering it offline in the remote support service. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer replaced the drawer boards and the controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.